Event description:
It was reported that during intra-aortic balloon (iab) therapy the alarm "check iab catheter" was generated multiple times. The pump was restarted after each alarm to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. The extender and pressure tubing were also returned. Three kinks were found on the catheter tubing and inner lumen approximately 39.4cm, 53.6cm and 76.5cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not inflate. The condition of the iab as received indicated a kink in the catheter. We are unable to determine when the kink occurred, however the kink found on the returned device restricted the gas passage and resulted in poor inflation on the pump. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint # (B)(4); record ID (B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the alarm "check iab catheter" was generated multiple times. The pump was restarted after each alarm to continue therapy. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy the alarm "check iab catheter" was generated multiple times. The pump was restarted after each alarm to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).